Event description:
It was reported that the ilet displayed ¿unable to proceed¿ with alert 38 indicating a consecutive motor stall during rewind, preventing infusion and completion of dry run, consistent with a failure to infuse attributed to the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified, with the device problem characterized as failure to infuse and the implicated component identified as the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.